Event description:
A report was received that the patient was experiencing intermittent stimulation. The physician noticed high impedances on the contacts and has decided to revise the lead to verify that the contacts are good.

Event description:
A report was received that the patient was experiencing intermittent stimulation. The physician noticed high impedances on the contacts and has decided to revise the lead to verify that the contacts are good.

Event description:
A report was received that the patient was experiencing intermittent stimulation. The physician noticed high impedances on the contacts and has decided to revise the lead to verify that the contacts are good.

Manufacturer narrative:
Additional information was received that the patient had an ipg replacement. The paddle lead was left implanted, and the physician will schedule a lead revision for a later date. Additional suspect medical device components involved in the event: model # sc-1110 serial # (B)(4) description: scs precision ipg kit. The explanted ipg was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information received indicated that the paddle lead was replaced. The patient is reportedly doing fine. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.